Event description:
Reporter stated that patient received the following results on aviva system compared to a professional meter within 5 minutes: 25.0 mmol/l (aviva system) and 8.7 mmol/l (professional meter). No actions taken based on device results. No adverse event due to the device reported. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). The customer did not return the test strips as they were all used up. Device not returned.